Manufacturer narrative:
Insulin pump received with no button error alarm. Unit received with intermittent button response due to moisture damage keypad trace. Insulin pump was received with scratched lcd window. No moisture damage on electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to sweat. Customer reported that as a result, insulin pump received a button error alarm. Customer's blood glucose was 86 mg/dl. Customer was advised that insulin pump would need to be replaced.